Event description:
Information was received from a healthcare provider via a clinical study regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported the patient had high tone, elevated temperature for him (37.2) and was non-responsive to prn diazepam and baseline baclofen and diazepam. The patient was instructed to go the emergency room (ER). In the ER, the patient experienced tachycardia, fever and dystonia. The patient's mother was concerned this was urosepsis (as urosepsis had presented like this previously). The patient was then admitted to in-patient for rehabilitation. It was reported that it was unknown if the patient's symptoms were related to the pump or urosepsis (pancreas issue).

Event description:
Additional information received on (B)(6) 2016 stated it was determined not to be pump related, they think urinary tract infection (uti). It will be recorded as a hospitalization, but was not considered an actual event by the clinical site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.